Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) lead stretched, inner insulation kinked/buckled, outer insulation breached cut, helix distorted/bent, damaged at implant, and blood noted on helix mechanism and proximal conductor; full lead returned and analyzed.

Event description:
It was reported that the lead was positioned three times but unable reach the desired location. The lead was later returned with a report that the screw could not be fixed. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.